Event description:
The facility reports two employees were present at the time of the event. The resident was raised and the clip came loose. It is unk whether the resident fell into the bed or the chair. No injuries were reported.